Event description:
The customer contacted spacelabs technical support to report that while monitoring patients, someone removed a extended display connected to the xhibit. This resulted in one of the displays becoming blanked out. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs healthcare technical support walked the user through troubleshooting. The display input was found to be incorrect. It was not determined why the display input was incorrect, however once corrected, the issue was resolved. The display input configuration was incorrect.